Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to this issue. The customer was unsure about the impact on their blood glucose level as they only get readings from the pump and did not report any specific blood glucose measurements. The malfunction code displayed was identified as malf 0, which was resettable. Technical support provided assistance to reset the pump and instructed the customer on the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.